Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. The photo shows a partial view of a clinician holding the red luer extension leg of a dialysis catheter which was implanted on the patient. Deformation is visible on the blue luer extension legs near the clamp. The investigation confirmed for the reported deformation issue for one device and inconclusive the remaining devices as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using an equistream hemodialysis catheter. Post the procedure, it was noted there was a kink at the clamping site. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using an equistream hemodialysis catheter. Post the procedure, it was noted there was a kink at the clamping site. There was no reported patient injury.